Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power does not enable mobile view station (mvs) boot. The uninterruptible power supply (ups) does charge and hold power, but there were no output to the mvs power board. The representative replaced the cable and the imaging system then passed the system checkout and was found to be fully functional. The component has been received by medtronic and is under analysis, but the analysis has not been completed before filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system will not power on. The line power light is on, but the system will not boot when the key is turned. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned imaging system resulted in an electrical failure being found through functional testing, performance testing, and visual/physical examination. Analysis states that the system will not boot when the key is turned." Mvs enable cable connector is missing two pins and would not allow mvs to fully power on. Damaged connector on the cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.